Manufacturer narrative:
On october 08, 2024, mentor was notified that the patient underwent bilateral removal and replacement with 440cc (left-sided) and 405cc (right-sided) mentor memorygel boost breast implants during the revision surgery. On october 28, 2024, mentor completed a reevaluation of the device as the authorization form for examination was received. Mentor reconducted a visual inspection of the returned device. An area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 24, 2024, the mentor analysis lab received the suspect medical device for evaluation. On september 30, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during a physical exam with a medical professional. As a result, the patient underwent breast implant removal on (B)(6) 2024.